Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left common femoral artery utilizing anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After pre-dilatation was performed with a balloon catheter, a 3mm x 40mm x 146cm coyote¿ es balloon catheter which is bigger size than the first was also advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 6 seconds. The ruptured balloon was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.